Manufacturer narrative:
The certas valve (ID 828804) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a codman certas valve (ID 828804) was implanted via lp-shunt in a 68 year-old female patient on (B)(6) 2022 with setting 4 to treat subarachnoid hemorrhage (sah). On (B)(6) 2022, the patient was disoriented and had an MRI performed which confirmed ventricular enlargement. Since obstruction was suspected, the valve was removed on (B)(6) 2022. Drainage is currently being performed. Valve was not replaced. The patient is in follow-up.